Event description:
The hcp reported that the pump reservoir was accessed and 18 cc was aspirated from the reservoir; however, the hcp was expecting 5 cc. A roller study was conducted and the rollers did not move. The drug used in the pump is compounded baclofen at a concentration of 4000 micrograms per milliliter at 1000 micrograms per day. The pt was prescribed oral baclofen until a decision was made by hcp and pt as to how they will proceed. No pt symptoms were reported. Additional info has been requested from the hcp, but was not available on the date of this report.